Manufacturer narrative:
The device was not returned to stryker for evaluation. The issue was not able to be verified and was not able to be duplicated. Root cause could not be determined.

Event description:
The customer reported that their AED unexpectedly switched its language setting to english. In this state, the device may provide audio prompts in english rather than the expected language, potentially leading to delayed or incorrect application of defibrillation therapy. There was no patient involvement reported with the event.

Event description:
The customer reported that their AED unexpectedly switched its language setting to english. In this state, the device may provide audio prompts in english rather than the expected language, potentially leading to delayed or incorrect application of defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.